Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was stuck and failed. The user attempted to reboot and recover, but the attempt was unsuccessful. The user also unplugged and plugged in the power cable; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer (fse) replaced the mini engine to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.